Event description:
The customer reported that his precision xtra meter had spontaneously changed the date and time. He also reports using precision link software. There was no report of death, serious injury or mistreatment associated with this death.

Manufacturer narrative:
There is a known malfunction with the precision link software. Incorrect trending of results can occur when results obtained on a meter set with incorrect date and time are uploaded to a computer. Customers and retailers have been informed through the adc fa21dec2006 letter. No investigation is required.